Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm. The customer's blood glucose level was 400 mg/dl. It was reported that the batteries were out of the insulin pump greater than the duration allowed. The customer was advised to monitor their device and call back if problems persisted. Nothing was replaced or returned.